Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by the customer's mother that the customer had a blank display on the insulin pump. Doctor was not able to download the pump at the appointment today. Customer has been having an issue with an intermittent blank display for the past 8 months or so. Customer's mother stated that their health care professional thinks the customer needs a new pump. Customer was using a (B)(6) battery. Troubleshooting was performed and the display returned. Customer's mother was advised to monitor the pump. Customer will be shipped a replacement battery cap as a courtesy. No further assistance needed.

Manufacturer narrative:
This report is provided because additional event details were reported after the initial report was submitted. The event type has also been updated.

Event description:
The customer's parent reported that the customer had been hospitalized twice in the last three months for ketones, but was unable to provide the dates. The blood glucose had been 700 mg/dl. The parent reported that the customer was hospitalized for three days each time and that the blood glucose had gotten worse after treating with a bolus.